Event description:
The pt underwent the cvs procedure and one transcervical pass was made. The pt spontaneously aborted at 14 weeks gestation.

Manufacturer narrative:
Co has received additional information from chief stenographer, at the user facility. Further investigation at the user facility found that the spontaneous pregnancy less reported was not due to the use of a co's product during the cvs procedure and was filed in error.